Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 3093-33, lot# v008361, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported the implant had ¿not been a successful situation" for the patient. It had been working ¿off and on¿ since after the first year it was implanted. The patient wanted to have it removed and have another one implanted in the other hip. It was noted that it had been off for ¿2 or 3 years¿ and the last time the implant was checked to see if it had battery life left, it did. It was unknown when this was. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.